Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line). The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain of peritoneal dialysis (pd) therapy. The patient line was not fully primed before the patient connected. Also, the patient started the initial drain and then connected. The patient was to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime and connecting to the set after the therapy was initiated are known causes of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. Also, it provides step-by-step instructions for when and how to connect to the disposable set. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.